Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off multiple times due to insufficient battery power. Reportedly, the customer had not charged the pump. The customer's blood glucose level was in the "mid 200's" (mg/dl). The customer administered a manual injection. Tandem technical support educated the customer to charge the pump more frequently.